Manufacturer narrative:
H6: medical device problem code 2017 clarifier - guide wire / fdw selection incorrect manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa). The small emboshield nav6 embolic protection system (eps) was advanced on a non-abbott guidewire to it's intended location; however, the filter failed to deploy. Therefore, the eps was removed and resistance was noted with the introducer sheath. The eps was able to be removed from the patient independently. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another emboshield eps was prepped and used in the procedure. Return device analysis observed a separation of the delivery catheter (dc) pod. Follow-up with the account confirmed that this damage was not observed during the procedure; however, post-procedure the physician further handled/inspected the eps to attempt to determine the cause of the failure to deploy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported deployment failure and difficulty removing was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The emboshield nav6 instruction for use (eifu) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if not using the barewire caused or contributed to the difficulties. The investigation was unable to determine a cause for the reported deployment failure and difficulty removing. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy resulting in deployment failure. Additionally, it may be possible that the distal end of the delivery catheter and introducer sheath were bent in the anatomy causing difficulty removing; however, this could not be confirmed. The noted pod separation appears to have occurred during post-use handling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.